Manufacturer narrative:
The customer complaint of leak from the filter on the low sorbing set could not be confirmed due to the product was not returned for failure investigation. However a picture of a micron filter set with a line pointing at the proximal vent hole showing were it appeared the leaking occurred was received by the customer. The root cause of this failure was not identified.

Event description:
The customer reported that a mixture of doxorubicin, etoposide, and vincristine in a sodium chloride 0.9% 500ml bag was attached to a low sorbing, 0.2 micron filter, texium IV set when a very small leak was noted by the nurse around the air-vent of the proximal end of the in-line filter. There was no patient harm reported.